Event description:
It was reported a spectrum pump stopped infusing and "died" without alarming a low battery. During transport from the intensive care unit to computed tomography (CT) scan, the patient was receiving lactated ringers (dose, programmed volume and delivery rate unknown) and epinephrine via a second spectrum pump. While en route the pump "stopped working" and the staff was unaware of this stoppage and "it's possible (that the) notice was given that the battery was failing but due to the stress of the situation someone could have ignored the alarm". At this point the pump had been in use for "two plus hours". After an unspecified amount of time the patient died. It was not reported what was the cause of death nor was it reported if an autopsy had been requested. No further information was available at the time of this report.

Manufacturer narrative:
This event is related to MFR report number 1314492-2024-03091. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b1, b2, b3, d9, e4, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, the reported "shut down during patient transport" was not reproduced. The wireless battery module was put on a known good pump and began charging. Verified internal software, internal mac address and connected to the network. The event history log (ehl) review was not performed because only the battery was returned for service and the ehl is not retrievable from the battery module. This device has no previous service events; therefore, a service history review is not required, and a review of the device history record was performed. The device history record (DHR) review did not identify any issues during the manufacturing of the device that may be related to the current complaint. Additionally, the review of the DHR did not reveal any evidence of nonconforming product. Evaluation determined the causality to be corroded radio printed circuit board (pcb) contacts from fluid intrusion and therefore the wireless battery module was deemed unserviceable and will be scrapped. The territory manager provided additional information that customer used poor cleaning practices by cleaning the pump without removing the battery from the pump and facility changed cleaning. The territory manager helped with updating the cleaning procedure. The poor cleaning caused the pump to shut down and depressed battery contact pins. Fa-2020-012 addresses the relationship between the poor cleaning practices and pump shut down. Should additional relevant information become available, a supplemental report will be submitted.